Manufacturer narrative:
As reported, the cannula of a 120cm outback elite re-entry catheter cannot be deployed. The procedure was completed using another outback. The cannula was able to protrude successful reentry to the true lumen with timi 3 flow after stenting with self-expandable stent. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The device was stored as per labelling. The device was prepared as specified by the instructions for use (IFU). There was no apparent damage before use. All specified ports were flushed with saline. The physician only flushed two ports. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep the cannula/needle did not actuate smoothly. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. There was no difficulty advancing the outback over the 0.014 guidewire. While torquing the device during placement, the user held onto the black handle. The user did not encounter resistance when torquing the device. A non-sterile unit of product ¿outback elite 120cm re-entry¿ was received coiled inside of a clear plastic bag. During the visual inspection, it was observed that the cannula was received outside/through the shaft. The slider of the handle was returned set on retraction position. No other details were observed on the returned device. In addition, a kink was located at 2.5 cm from the distal tip. Note: the outback elite catheters are packaged with the cannula deployed. Per functional analysis to deploy the cannula, the handle deployment slider needs to be moved to set it at the deployment position and then set it back to be placed into the retraction position. The functionality of the unit could not be performed due to the kink located at the shaft and the tear created by the cannula. Per microscopic analysis, the unit was inspected under the vision system and it confirmed the kink / thorn condition of the shaft. A product history record (phr) review of lot 17900052 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported by ¿cannula/needle deployment difficulty - unable¿ was confirmed due to the condition of the returned device (cannula was deployed through the shaft due to a kink located at 2.5 cm from the distal tip), which confirmed a "cannula/needle deployment difficulty ¿ through shaft¿ condition. However, the exact cause of the issue noted could not be conclusively determined during analysis. Based on the information available for review and the product analysis, procedural/handling factors (needle did not actuate smoothly during prep of the device and no damage was apparent before use) may have contributed to the issue experienced. According to the information on safety within the instructions for use (IFU), ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site. If, after advancing the guide wire distally, it is desired to retract the guide wire and resistance is experienced, first retract the cannula (guide) fully into the outback elite re-entry catheter, then proceed with retraction of the guide wire. Retract the cannula tip into the outback elite re-entry catheter by fully retracting the handle deployment slide until it stops. Release the handle deployment slide button to lock the deployment slide in the retracted position. Ensure the cannula tip is fully retracted into the catheter lateral port, and the handle deployment slide is locked, prior to withdrawing the catheter over the guide wire.¿ neither the product analysis nor the phr review suggests that the failure experienced by the customer could be related to the manufacturing process, especially since controls are in place to verify the device conditions. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the cannula of a 120cm outback elite re-entry catheter cannot be deployed. The procedure completed using another outback and the cannula was able to protrude. Successful reentry to the true lumen, timi 3 flow after stenting with self-expandable stent. The target lesion was the superficial femoral artery. There was no reported patient injury. The device was stored as per labelling. The device was prepared as specified by the instructions for use. There was no apparent damage before use. All specified ports were flushed with saline. The physician only flushed two ports. Heparinized saline was used for preparation and flushing of all ports. The catheter was held in a straight orientation, with ¿no slack¿ during preparation. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion. The handle deployment slide locked in the proximal position. During prep the cannula/needle did not actuate smoothly. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. There was no difficulty advancing the outback over the 0.014 guidewire. While torquing the device during placement, the user held onto the black handle. The user did not encounter resistance when torquing the device. The device will be returned for evaluation. During the product evaluation, it was observed that the cannula was received outside the shaft, however, the slider of the handle was returned set on retraction position. The unit was inspected under the vision system and it confirmed a kink/thorn condition of the shaft.